Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to pre-existing patient anatomy. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+ and a calcified anterior leaflet. A mitraclip nt was implanted without issues. The mr was reduced to grade 3+. On (B)(6) 2023, during a 60 day follow up, an echocardiogram was performed and revealed recurrent mr grade 4 and that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional information was provided.